Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was going to be a pocket revision as the implant was irritating the patient¿s skin and was painful because it was too superficial. It was noted that the implant was right at the patient¿s belt line and when they sat down the implant pushed up and the patient had to watch how they sit otherwise it irritated their skin. The revision had not occurred and was not yet scheduled. The indication for use was non-malignant pain.